Event description:
Prior to implant procedure, the device was not able to be interrogated with radio frequency (rf) telemetry. A new device was selected for implant. The patient was stable with no consequences.

Manufacturer narrative:
The reported field event of rf telemetry anomaly was confirmed. The device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry issue was due to a firmware anomaly. The device's functionality was bench tested; inductive telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.